Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The error log indicated a fault related to the power management board. In addition, the unit was not charging and an alarm sound was activated whenever the unit was connected to ac mains power. There was no patient harm reported. The power management board was replaced.

Manufacturer narrative:
E1 - event site name: (B)(6) center. Upon completion of the investigation into this event a follow up report will be submitted.